Event description:
Information was received that during preparation for administration this smiths medical cadd legacy pump, exhibited "alarm with no message and unable to program and need battery door". It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a cracked lens and dirt noted on the pump. During analysis, the customer's reported problem regarding "alarm with no message" was able to be duplicated. Upon power up of the pump the pump alarmed for service due 0. Clock record indicated clock days are past specification. Service will replace the clock battery as service maintenance. Customer problem regarding unable to program was unable to be verified, pump was programable. Inspection of the pump confirmed that the battery door was missing. Simulated use testing measured downstream occlusion (dso) sensor value low and motor sounded noisy. Service will replace dso and motor as a preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.